Manufacturer narrative:
(B)(4). A partial lead with the connector pin measuring 16.0cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
It was reported that device change out, unrelated to the lead, externalized conductors were observed. The lead was capped.